Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have detected a atrial fibrillation with rapid ventricular response (af w/rvr) episode as a ventricular fibrillation (vf) event which resulted in the patient receiving an inappropriate therapy. Also noted was that the right atrial (ra) lead displayed possible intermittent undersensing on stored electrograms (egm) and displayed chronic low p-waves. Follow up was conducted but no further information was ascertained at this time. The device and lead remain in use. No further patient complications have been reported as a result of this event.